Event description:
Customer sent a repair request reported with an issue of "a-rubber" (bending manipulation/insertion tube) scratch. The issue found during an unknown event. There was no patient harm, no user injury reported due to the event. Device evaluation found peeling on the objective lens adhesive.

Manufacturer narrative:
The subject device was received and evaluated . Device evaluation and inspection, service repair noted the following findings: curved rubber scratches due to external factors are observed. The adhesive part of the objective lens is peeled off due to handling. There is rattling at the connection between the insertion pipe and the operation part due to the looseness of the insertion pipe. The curved rubber adhesive is missing. Evaluation findings did not confirm the customer reported issue of scratches on the a-rubber however, scratches were observed on the curve rubber as noted by service repair. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to stress during operation, external factors, or handling. However, the root cause of the reported event is unable to be determined. Olympus will continue to monitor field performance for this device.